Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not passing the disposable tubing alarm test. Patient involvement unknown.

Manufacturer narrative:
Other text: a1, b5, h3. Device evaluated by manufacturer, h6. Health impact, and evaluation codes: updated. One device was received. Per visual inspection, cracked enclosure, outdated printed circuit board (pcb) and power switch, and bent micro switch. Per functional testing, the disposable alarm was sounding confirming the complaint. The root cause was a bent microswitch lever from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email. The product fault occured during preventive maintenance testing. There was no patient involvement.